Event description:
An incident occurred involving a uniport introducer while preparing to perform a diaagnostic cardiac catheterization. The introducer was aaadvanced into the vessel. Immediately following removal of the dilator the hemostasis valve began leaking. The pt lost a significant amount of blood and was administered a blood transfusion. The procedure was abandoned and the pt was transferred to the ICU.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.